Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed evidence of fatigue breaks. The photographic imaging inspection and scanning electron microscopy analysis revealed fatigue breaks in all electrode wires at the fantail region. These breaks can be associated with the open electrodes reported. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a device failure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.